Event description:
The consumer called into customer care to express his concern, "...that his products are not working properly..." It was reported to nova biomed that a consumer received a result of 485mg/dl on his blood glucose meter at 12:37am on (B)(6) 2015. The consumer administered 18 units of insulin based on that result then he went to bed. Approx at 5:00am, the consumer woke up and stated, he was "...feeling shaky and was sweating 'as a sign of feeling low'..." The consumer required emergent food to help raise his blood glucose level. During the call to customer care, it was revealed that the consumer did not perform a control solution test for integrity before use of his initial test strips as instructed in our directions for use. While on the phone with customer care, a control solution test could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The meter will be returned for evaluation. Test strip lot#: 1020214204, expiration date: 07/2016. Control solution lot#: none.